Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed an emergency MRI for a potential stroke. They didn¿t know when it happened, but the caller thought within the last 24 hours.